Event description:
The customer stated he was hospitalized for low blood glucose readings. The blood glucose reading was 87 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.